Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The patient further reported that his lead was "defective" and that he received 20 shocks over a month. It was further reported that there was a lead fracture and that as a result the patient received over 30 inappropriate shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor was fractured; full lead in segments was returned for analysis.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The patient further reported that his lead was "defective" and that he received 20 shocks over a month. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor was fractured; full lead in segments was returned for analysis. Other text : the lead was returned to the manufacturer, analyzed, and tested out of specification. The patient further reported that his lead was "defective" and that he received 20 shocks over a month. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination lead conductor component/subassembly failure. Device was out of specification in a manner that relates to event, shock, inappropriate defective device.